Event description:
Customer reported that a segment from an a positive unit has typed as ab positive with the fwd abo assay on the galileo.

Manufacturer narrative:
Review of the camera images: well a6- 4+ reaction/ 89 reaction strength- visually pos. Well b6- 2+ reaction/ 50 reaction strength- visually there is a clump of cells in the middle of the well with noticable clear and irregular border (indicative of fibrin). Well c6- 3+ reaction/ 82 reaction strength- visually pos. Well d6- neg reaction/ 15 reaction strength- visually neg. The most likely cause of the discrepancy is a fibrin clot in the segment. The galileo operator manual instructs that clotted samples should not be tested on the galileo.